Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and a stroke; cause was not known. Customer's spouse administered glucagon and called emts (emergency medical technicians). Customer was admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.